Manufacturer narrative:
The report of inoperable ipg as confirmed. Analysis of the returned ipg found the root cause was due to normal battery depletion to eol (end of life). The estimated longevity using the patient¿s programs was approximately one year. Since the devices total stimulation ¿on¿ time was 1.6 years the device exceeded the estimated longevity.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy as a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.